Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report high blood glucose levels. The customer's blood glucose reading was 400 mg/dl, but had gone down to 99 mg/dl. The customer treated with manual injections. The customer changed his set to resume insulin pump therapy, and stated he would call back if problems persisted. The customer declined to troubleshoot. Nothing was replaced or returned for analysis.